Event description:
It was rpeorted that: after intubation, the user heard a whooshing sound coming from the device during manual ventilation. The user switched to mechanical ventilation attempting to deliver a tidal volume of 700ml, but the user observed that only a tidal volume of 200ml was being delivered. The user continued to hear a leak coming from the device and isolated the leak to a connector on the compact breathing system. The user attempted to tighten the connection and the connector came apart from the compact breathing system, which created a larger leak. The patient was ventilated using an ambu bag until another anesthesia machine was brought into the or and used to complete the case. No patient injury reported.